Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter fracture occurred. The 75% stenosed, 30mm in length, 3.5mm in diameter target lesion was located in a moderately tortuous and severely calcified left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. During unpacking it was noted that the opticross¿ imaging catheter was fractured. The procedure was completed with another with the same device. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that no issues or broken sections were found, the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, and retract, it was observed that the catheter flushed normally. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that catheter fracture occurred. The 75% stenosed, 30mm in length, 3.5mm in diameter target lesion was located in a moderately tortuous and severely calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for use. During unpacking it was noted that the opticross imaging catheter was fractured. The procedure was completed with another with the same device. No patient complications were reported and patient's status is stable.